Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe burnt a hole from the inside to the outside in the head of the probe.

Manufacturer narrative:
Alleged failure: the probe burnt a hole from the inside to the outside in the head of the probe. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the lack of glue around the polyimide, glue could have been scratched during the placement of the hood, damage during pin bending. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the probe burnt a hole from the inside to the outside in the head of the probe.